Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2016.

Event description:
It was reported that the patient had several non-sustained tachycardia, supra ventricular tachycardia (svt) and ventricular oversensing episodes that were identified as t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.